Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro gray protective covering around jaws were damaged. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. Blood was observed on the harvesting handle and tip of the device, near the jaws. Blood and charred tissue was observed on the heater wire. A microscopic inspection was conducted. The heater wire was slightly flexed at the center of the hot jaw, and remained attached at the base and tip of the jaw. The silicon insulation was peeled away from the cold jaw, exposing the metal jaw. The detached silicon was not returned for evaluation. The shaft was observed to be bent near the harvesting tool handle. Based on the return condition of the device, and the results of the investigation, the reported failure "peeled jaw" was confirmed as well as the analyzed failures "bent wire" and "bent shaft" was confirmed as well.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro gray protective covering around jaws were damaged. A replacement device was used to complete the procedure. The hospital did not report any patient effects.